Event description:
Surgeon reports high iop one-day post-op for three different patients who had the ahmed valve implanted in the last 3 weeks.

Manufacturer narrative:
The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The reported device is still implanted, is not available for return. No device malfunction could be confirmed.